Event description:
The CPAP started making a clucking noise and a loud hustle when breathing in. It also smells like powder. I noticed a powdery residue between the unit and water chamber as well as on the disposable filter. I have replaced all parts and it only temporarily helps.